Event description:
The event occurred during a cataract/vitrectomy procedure.

Manufacturer narrative:
One opened probe was received, with a tip protector, in a tray along with other items. The sample was visually inspected and found to be nonconforming with needle slightly bent, needle broken at the port and orange/brownish foreign material on port face. The probe was disassembled and the components inspected. Excessive wear was observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at cutting edge and several other locations along the inner cutter. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. A photo was reviewed, it showed two probe needle tips and one was broken at the port. The complaint evaluation confirms the probe tip was broken. The root cause for the broken tip as well as the bent needle and foreign material observed is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. No action has been taken as it appears that the observed broken tip was due to excessive use of the probe by the user. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the probe was broken (tip) during a procedure. The procedure was completed after the product was replaced with another one. There was no patient harm.